Manufacturer narrative:
Product discarded and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Brush head fell apart/ bits of loose plastic in mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown fell apart and she had bits of loose plastic in her mouth. This occured twice with 2 different brush heads from the same pack of 4. The first incident happened a couple of months ago, and second incident was on (B)(6) 2015 after 2 or 3 weeks of using the last brush head from the pack. No symptoms developed. 05-oct-2015 received follow-up: the consumer reported that she had never dropped the brush heads, and she used colgate total toothpaste. No further information was provided. 07-oct-2015 received follow-up: the consumer reported that she did not keep the brush heads once they came apart. She discarded them after she retrieved the small pieces from her mouth. No further information was provided.